Event description:
(B)(4). Day listed is close to insertion date. Pain and bleeding first 4 months. 2 years later pregnancy symptoms but no pregnancy. Cramping, loss of periods I've had none since (B)(6) 2009. Abdominal pain, swelling, bloating, back pain, legs/feet/fingers swelling, weight gain, breast tenderness forcing unwanted mammograms, moodiness, mood swings, shortness of breath, chest pains, muscle spasms, painful intercourse, loss of libido, extreme exhaustion, blurred and failing vision, feeling of being poked by metal in both sides, loss of concentration.